Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, a fenestrated bipolar forceps (fbf) instrument broke. Fragments from the fbf instrument broke off and fell inside patient. The customer was able to retrieve the fragment(s) during the same surgical procedure. There were no reported injuries to the patient or staff. The staff removed the instrument and installed a different instrument and then completed the case robotically. The staff will return the instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details were provided.